Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional information was requested but, the reporter was unable to provide the lot number related to this complaint issue as the retail box has been discarded. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
End user complained the dressing was hard to remove. No further information available, retail box already disposed. No harm reported and no photo provided.